Event description:
It was reported that the md inserted the sheath into the pt while in cardiology dept. The md could not advance iab through sheath. As a result, the md removed sheath from pt. The md then tried to insert iab without use of the sheath. The iab could not be advanced into pt. The md replaced the iab with another iab (arrow) with success. The pt experienced damage to the blood vessel.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.